Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they are not aware of any surgical date for lead revision. Healthcare provider (hcp) did mention to patient that if coverage or pain relief becomes less, or patient experiences any issues, that they could revise leads if necessary. Patient and hcp appeared to be happy with the plan. See general text.

Event description:
Additional information was received from the patient. They reported that when they got their implantable neurostimulator (ins) battery put in it was noticed their lead was broken so now the pt could not change their setting. As soon as they had the surgery done they had trouble getting it done and having the device go; within a week nothing would move except for group b program 2. Pt said b 2 was for the left lead. Pt could only use group b program 2.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there were high impedances and possible fracture of the lead from a past injury. Rep learned that patient and md already aware that the patients right lead has high impedances/and or possible fracture. Connection issues were noted on electrodes 8-12, and there was an inability to perform an impedance check pre-operation. The ongoing issue with high impedance was not resolved. The doctor, informed by an x-ray, believed a portion of the lead was fractured from a past injury. Despite these issues, the patient agreed not to replace the leads as they experienced excellent pain relief with the current programming. Postoperative impedance checks confirmed high impedances and connection issues on electrodes 8-12. No troubleshooting was performed, and the issue remains ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware. See general text

Manufacturer narrative:
Other relevant device(s) are: product ID: 3777-45, serial/lot #: (B)(6), ubd: 22-sep-2015, UDI#: (B)(4); product ID: 3 777-45, serial/lot #: (B)(6), ubd: 31-jul-2016, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3777-45 serial#(B)(6) implanted: (B)(6) 2011 product type lead product ID 3777-45 serial# (B)(6) implanted: (B)(6) 2012 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that there was lead migration, loss of therapy, lead fracture, and stimulation in the incorrect location due to a fall. Both leads were fractured, one broken completely in half. Attempted to reprogram but impedances were too high and not enough contacts available to use. Two new leads placed. Unable to retrieve a portion of the broken lead. Patient happy with results post op and will follow up as needed. The issue was resolved with revision. The manufacturer representative (rep) indicated they would send any further information as they become aware.